Manufacturer narrative:
Additional information was received in (B)(6) 2017 that the device stored an untreated episode due to oversensing small signal amplitudes. The device is currently programmed to primary 2x gain. At the time of the inappropriate shock in (B)(6) 2017, the device was programmed to secondary 1x gain. Ts discussed troubleshooting efforts and to consider any changes in patient's weight, other medical issues, and if there have been any changes in medications. Smart pass episode was reviewed, which confirmed the feature was disabled on (B)(6) 2017 due to oversensing; but unlike what was initially suspected, it was actually from what appeared to be a few pvcs with tall signals followed by some regular smaller qrs signals, which were functionally undersensed. No programming options available, other than programming smart pass back on. The nsr to tachy counters (to determine the number of times the device transitioned to a tachy stated) were reviewed. Since reprogramming in (B)(6), there have been over 400 transitions in primary. X-rays were taken again, which showed that the electrode has migrated. Ts reviewed the x-rays and agreed with this assessment. Ts discussed testing other sensing vectors and therapy zones, as well as considering revising electrode position since the electrode has moved. No adverse patient effects were reported. The field representative provided additional information that the device was turned off. Reprogramming was unable to resolve the issue with oversensing. The patient is scheduled for an electrode revision in (B)(6) 2018. Additional information was received that the patient underwent an electrode revision on (B)(6) the electrode was unsutured, repositioned then resutured. Normal sensing was noted once the electrode was reconnected to the device. Normal function has been confirmed to date. This report will be updated should further information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reports getting shocked by the device. The patient was seen in the clinic and it was determined that the device was t-wave oversensing small signal amplitudes. The clinic was trying to program smart pass on, but experienced difficulty enabling the feature. Also noted that impedance values were elevated. Boston scientific technical services (ts) performed troubleshooting to determine best options for programming and explained that smart pass would not enable due to poor amplitude signals. Ts discussed next steps would be to obtain x-rays to verify system location. The field representative was contacted and provided that x-rays were taken and there were no concerns with the system. No interventions were taken. The patient will continue routine follow-up appointments. There were no adverse patient effects.